Manufacturer narrative:
Davol has reached out to the pt and was able to obtain add'l info including product identifiers. Info provided by the pt confirms that he was implanted with one large patch, not multiple patches as was indicated on the maude event report. The pt had reported that he had not been examined by his surgeon, for an eval of his symptoms, as he currently does not have health insurance. A review of the mfg records was performed and found that the lot was manufactured to spec. Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If add'l info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
The following was reported to davol by the FDA via medwatch report (mw5038803): "reporter had hernia repair on the right side. He was told that the incision would be a "little, bitty" one but he woke up with a very large incision. He was told that he would be home and back to work quickly but after two days, he began to have pain so strong that it made him double over with the discomfort. He was told he was to have one patch, but apparently he had to have multiple patches. Reporter has had multiple visits to his physician, who thinks that the reporter is lying and tells him to change his diet and lose weight. Things are so bad that the pt is not able to work and he is paying for the visits out of pocket. In addition, he will have to see a pain management specialist for this debilitating pain that keeps him from having sex, keeps him from sleeping, causes nausea, pressure and even keeps him from thinking straight. He states that it feels as if someone has kicked him in the stomach and he cannot even touch the testicular/scrotal area, on the right side. It is so painful and sensitive by the end of the day, the pain is unbelievable."